Event description:
It was reported there was an alert because the lead impedance could not be measured. The device was tested at the clinic and the measurements were found to be satisfactory. The device remains in use and no patient complications have been reported as a result of this event.